Manufacturer narrative:
Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2018-oct-30. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 799.2 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient's pump was empty. It was noted the patient had missed their appointment twice. Therapy was not intentionally discontinued. The hcp was planning to refill the pump on (B)(6) 2018 and monitor the patient. No patient symptoms were reported. No further complications were reported.